Manufacturer narrative:
A photo was returned showing the vent plug juncture of the drip chamber. No leakage visible. No samples were returned for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported after 7-8 hours of chemotherapy, fluid leaked from the vent hole closure. There was patient involvement and no report of harm.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available. Investigation is not yet complete.